Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's son received questionable high inr results from coaguchek xs meter serial number (B)(4). The initial result was 5.1 inr with a fingerstick. The result was higher than expected as the customer had been taken off of coumadin three weeks before the measurement. The time of testing was unknown. The repeat result was 7.6 inr. The testing was performed within a "few" minutes and was a different fingerstick. The time of testing was unknown. The customer's son stated he had to massage the finger harder for the repeat result for a sufficient volume of blood to test. On (B)(6) 2018 the customer's son stated the inr result was lower and what he was expecting. The inr result was not provided. The customer has had no heparin, no antiphospholipid antibodies. The customer's hematocrit range was unknown. There was no information provided regarding direct thrombin inhibitor or other anticoagulants. There was no adverse event, no medical treatment provided, and the customer is stable. The customer's therapeutic range was 2.0-3.0 inr. The customer' testing frequency was every two weeks. Relevant retention test strips (lot 266834) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors were used. Donor #1 inr: 2.3 inr, donor #2 inr: 2.3 inr . Donor #1 hct: 35%, donor #2 hct: 36% . Testing results: donor #1: retention meter with masterlot strips: 2.3 inr; donor #1: customer meter with customer strips: 2.3 inr; donor #2: retention meter with masterlot strips: 2.3 inr; donor #2: customer meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. The investigation determined that excessive squeezing of the fingertip causes intracellular fluid to dilute the blood sample and could affect the integrity of the results displayed by the meter. The investigation was unable to find a definitive root cause.